Event description:
The hospital reported a physician was complaining the scope's insertion tube was difficult to maneuver passing through the pt's colon. The hospital reported the pt returned two days after undergoing a procedure complaining of feeling sick. X-rays were taken and free air was noted in the pt's colon. The tear was repaired, and the pt is expected to make a full recovery.